Manufacturer narrative:
After further review of the event, this field should be adverse event only and not the product problem only as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that ¿its not working at this point¿. The patient was not sure/did not know if the issue is with the programmer or the implanted device. The patient saw their healthcare professional (hcp) and was told to contact the manufacturer. It was noted that the hcp did not do anything with the device and gave them medication and, with the implant, thought it would help. Assistance with the programmer was offered over the phone to the patient but they stated it would be better to meet in person. The patient was redirected to their hcp for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: corrected to adverse event only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they spoke with the patient¿s daughter about the issue. The patient was changed to program 2 at 1.9 where they felt the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the contact reported never experiencing therapeutic effect since implant and said he doesn't think the device has ever been set up right. The patient was working with their urologist and wanted a manufacturer's representative (rep) to check the device. An email was sent to a rep to assist with scheduling. There were no further complications reported or anticipated.

Manufacturer narrative:
H.6. Based on follow up information received, the previously reported patient code of (B)(4) and device code of (B)(4) no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) clarified that the worsening of the patient¿s symptoms was a worsening of urgency no ¿ua¿. The issue started in (B)(6) 2018. The cause was not determined. It was noted that antibiotics were given to clear a previous infection. The issue was reported as not resolved at the time of report. There were no further complications reported or anticipated.